Event description:
The manufacturer received information alleging a ventilator was alarming and powering off by itself. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.